Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. Medical device lot #: an invalid lot # of 0270929 was provided by the initial reporter. Device manufacture date: unknown investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd insyte catheter experienced a splitting catheter, and needle through catheter. The following information was provided by the initial reporter: when attempting to puncture the patient, the catheter got opened and when retracting to test the material, a tip is observed that tears the punch. The puncture is also fractured.